Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the device¿s jaws stayed closed. Based on the condition of the returned unit of the event, it is likely that the reported event was caused by the blade lever and blade button being disconnected. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as the jaws were unable to be opened. Correction performed to section g3 to correct the aware date to be the date of device testing.

Event description:
Procedure performed: ni. Event description: [hospital name + address]. This is a complaint from the hospital; the jaws on the eb215 won't open. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Intervention: replaced to a hospital inventory new product and the procedure was completed. Patient status: no patient injury indicated.

Event description:
Procedure perfomed: ni. Event description: [hospital name + address]. This is a complaint from the hospital; the jaws on the eb215 won't open. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Intervention : replaced to a hospital inventory new product and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit has returned to applied medial for evaluation. A follow-up report will be sent upon completion of the investigation.